Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿issues with my autoimmune" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: intended use/indications: ¿juvéderm voluma® xc is indicated for deep (subcutaneous and/or supraperiosteal) injection for cheek augmentation to correct age-related volume deficit in the mid-face in adults over the age of 21. Precautions: juvéderm voluma® xc should be used with caution in patients on immunosuppressive therapy. Instructions for use: prior to treatment, the patient¿s medical history should be obtained, and the patient should be fully apprised of the indications, contraindications, warnings, precautions, treatment responses, adverse reactions, and method of administration. Patients also should be advised that supplemental ¿touch-up¿ implantations may be required to achieve and maintain maximum correction. Patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain.

Event description:
Patient reports "having some issues with autoimmune" after receiving juvéderm voluma® xc.